Event description:
The customer's husband reported via phone call that the insulin pump alarmed no delivery while she was trying to do a manual prime. Her insulin pump was on suspend and she could not get back the menu screen. While troubleshooting two reservoirs and infusion sets were used and got one of them to work. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.